Manufacturer narrative:
Synthes is unable to determine the MFR site or the MFR date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
A pt with arthrogryposis had a rib-to-rib and a rib-to-spine veptr device implanted. A wound infection developed affecting the rib-to-rib device as it was directly beneath the skin, the rib-to-spine device was not infected. Post-operatively, the pt had a chest tube placed for a pneumothorax, which occurred with the placement of the device. The rib-to-rib device required removal three weeks after implant. The pt had IV antibiotics and local wound care and the rib-to-rib device was replaced six months later without incident.